Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported balloon tear was unable to be confirmed; however, the inner and outer member separations were likely what were perceived as the torn balloon by the account. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when removing a 3.25 x 12 mm nc trek balloon catheter from the coil, the balloon stuck and was torn. There was no clinically significant delay and no adverse patient effects. No additional information was provided.